Event description:
Citation: u. Dietrich, m. Lehmann et al. Preoperative embolization of paragangliomas and angiofibromas onyx versus contour, neuroradiology (2011) 53 (suppl 1):s17-s71-s65. Medtronic (covidien) received information during literature review that preoperative embolization was performed in 21 patients. In this group migration of onyx along the carotid artery occurred twice.

Manufacturer narrative:
This report was created to capture the events related to the onyx. The onyx was not returned for evaluation as they were consumed in the events; therefore the complaint could not be confirmed, and the event causes could not be determined. The lot history record review was not possible since the lot numbers were not reported. (B)(4). Information received from the same article as MFR: 2029214-2015-00495.